Manufacturer narrative:
5076-52 lead. Implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high impedance on the right ventricular (rv) lead. It was noted that the lead impedance has been elevated since 2013 and was rising over time. Additionally, there was high thresholds on the rv lead. No actions have been taken and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pace/sense portion of the right ventricular (rv) lead was capped and replaced.